Manufacturer narrative:
B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30661. G2 report source; study was missing from manufacturer device report 1220648-2025-30661. H6 health effect - clinical code was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30661.

Event description:
The impact study reported that the patient on impella 5.5 support experienced a generalized tonic-clonic seizure, witnessed by nursing staff. Oxygen was administered via ambu bag with 100% fio2 and assisted ventilation due to respiratory insufficiency, although spontaneous breathing was maintained. Seizure activity was successfully terminated after administering 5 mg IV midazolam; however, partial respiratory insufficiency persisted. The anesthesia team was informed, and reintubation was performed successfully, with a pogo score of 100% and cormack-lehane grade I view. There were no signs of aspiration. During the seizure, catecholamine requirements increased sharply due to transient hypercapnia. The impella device was set at p8 but triggered ventricular tachycardia, likely caused by a suction event. After reducing the pump speed to p6 and administering fluids, the arrhythmia self-resolved. Position control confirmed the inlet was more than 4 cm into the ventricle, with no evidence of dislocation on apical imaging. Cranial CT and CT angiography were performed without complications during transport. Imaging showed no acute intracranial pathology.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The user facility reported that the patient with impella 5.5 support had aneurysm spurium. Primary immunodeficiency relatedness assessment with ¿probable¿ related to the impella device and the impella procedure. Recovered/resolved the same day. Patient survived.